Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Once the surgical site of tooth #24 was ready, the surgeon picked up the implant with the driver, which then disengaged itself from the driver, the surgery was completed using another implant. No additional appointment required. No symptoms as a result of the event: no patient impact.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event. B4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) boet410, (3i t3® ex hex tapered implant 4 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant engaged and disengaged with an in-house driver as intended during a functional test. DHR review was completed for the subject lot number 2019041847. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019041847 for similar events and no other complaint was identified. Review completed utilizing keywords: disengaged. Based on the investigation and risk management file review the most likely root cause determined from the investigation is incorrect techniques used. Therefore, based on the available information, and functional testing the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.